Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported that the patient mentioned a rep was supposed to come and program their battery two months ago and they never showed up. The patient stated that they needed to get a time set up to meet with a rep. The patient indicated that they needed to be reprogrammed because their programming had been messed up for a while. The patient stated that if they go into (B)(6) it will get all messed up, it doesn't hold the programming. A message was sent out to the local rep to call the patient. The patient also mentioned that they were in pain because of the cold weather. Deep bone pain. It was indicated that the therapy/symptoms were considered to be gradual. This pain began two to three weeks ago in (B)(6) 2019 and the programming being messed up occurred probably two weeks after they were last programmed (a specific date, month or year were asked but were unknown). No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-04-11, it was confirmed that a manufacturer representative met with the patient on (B)(6) 2019. No further complications were reported. On (B)(6) 2019 additional information was received from a manufacturer representative (rep) reporting that the cause of the patient programming getting messed up/not holding when going through (B)(6) (security gates) was not determined. The patient stated that it happened a couple of times, but had not done it for ¿a while¿. There was no way to check the patient¿s system to see if it was going off in (B)(6). The only actions taken to resolve this issue along with the issue of pain was the rep checked the patient¿s impedances on their system and they indicated that they were normal. The rep stated that they did not take the patient to (B)(6) to test their system out, however, they stated that their programs from their standpoint were the same as the time before and there were no unusual changes. It was unknown if the patient¿s pain was resolved. The patient¿s weight at the time of the event was also unknown. No further complications were reported/anticipated.